Event description:
It was reported that the patient experienced reservoir migration with an inflatable penile prosthesis (ipp), a revision surgery was performed. The patient did not experience any additional adverse events, and was noted to be doing well after the surgery. No more information available at the moment. Should additional information become available, it will be provided.